Event description:
It was reported that the pacemaker device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms on this right ventricular (rv) channel. It was noted that there was no capture at high voltage output and pacing thresholds were at 3v. The physician suspected that there might not be a good connection between the rv lead and this device. The pacing system analyzer (psa) test confirmed that the lead was damaged. Subsequently this rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.